Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned for analysis which is in progress. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable with weekly pace lead trend data shows varying impedance for min and max ventricular pace bi impedance equal to 380 to 893 ohms range between (B)(4) 2012 and (B)(4) 2013. Also, analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with ventricular short interval count v-sic equal to (B)(4) counts, in 35.89 days between (B)(4) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged to the level of the tricuspid valve and was sensing p-waves and r-waves. Also, the patient had stated that a dog jumped on them which resulted in the device migrating from the pocket. Upon opening the device pocket, the device was noted to be twiddled. The rv lead was explanted and replaced. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the outer insulation of the lead was distorted due to kinking/buckling and visual summary analysis of the lead indicated apparent explant damage.